Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is (B)(6) 2013. According to the complainant, the jenunal tube had an occlusion. On (B)(6) 2014, the peg tube was replaced with a new endovive two-port through the peg jejunal tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be the same before the jejunal tube occlusion.

Manufacturer narrative:
The exact patient's date of birth is unknown however, the patient was born in 1951. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.